Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. The contact thought that the occlusion was due to the way the customer was wearing the infusion set tubing and declined tandem technical support's offer to troubleshoot to determine the cause of the occlusion.